Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, it was noted that the atrial lead had several episodes of auto mode switch due to lead noise. The clinic was able to reproduce the noise during the visit via isometric exercises. The patient reported no symptoms and the clinician elected to continue to monitor the patient regularly at this time.